Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it looked like the foley catheter was dirty, and the coating had hardened. On visual inspection, they checked the brown spots on the tube. The feeling when stroked with your hand was rough. It felt bumpy, so they were not sure if there was a foreign object stuck to it or if the fabric was melting. However, there was no change even after rubbing it lightly. Cut the inlet tube and attach it to the bag. The components have been discarded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it looked like the foley catheter was dirty, and the coating had hardened. On visual inspection, they checked the brown spots on the tube. The feeling when stroked with your hand was rough. It felt bumpy, so they were not sure if there was a foreign object stuck to it or if the fabric was melting. However, there was no change even after rubbing it lightly. Cut the inlet tube and attach it to the bag. The components have been discarded.